Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that one of the customer's blood glucose readings was not stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour next meter (serial # (B)(4)) and no manufacturing anomalies were found.